Event description:
On (B)(6)2010, the pt was implanted with an scs system. The pt complained that her ipg was moving around and beginning to poke through her skin. The rep met with the pt and the system was still functioning just fine. At that time, she was referred back to her original implanting doctor for a pocket revision. A week or two before this surgery, the pt said her stimulation pattern had changed and she was getting some "shocks" at times. The pt was instructed to turn the device off. On (B)(6)2010, the rep checked the impedances before the procedure and contacts 7 and 8 came up invalid. During the procedure, they disconnected the lead from the ipg and tested it with a trial cable. All of the impedances came back fine. They then re-connected the lead to the ipg, tested again, and contacts 7 and 8 still showed invalid. The surgeon then made the call to replace the ipg. When the lead was tested with the new ipg all the impedances came back normal.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.